Manufacturer narrative:
The investigation determined that multiple, non-reproducible, unexpected, vitros phbr quality control results were predicted while using the vitros 5600 integrated system. There is no evidence that an instrument related issue contributed to the event. Expected performance was achieved using an alternate reagent lot. The investigation was unable to determine a definitive root cause. However, the most likely cause of this event is a reagent related issue. Additional investigation by ocd regarding vitros phbr reagent performance is ongoing.

Event description:
The customer obtained multiple, non-reproducible, unexpected, vitros phbr quality control results using a vitros 5600 integrated system. The following results were obtained: qc fluid lot k1912 = 9.18, 9.05 vs. An expected result = 12.27 ng/ml; qc fluid lot m1914 = 72.49, 45.35 vs. An expected result = 58.35 ng/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. This report is number three of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).